Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope. It was also reported that the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing. The lead remains in use. It was also reported that the implantable pulse generator (ipg) exhibited invalid cardiac compass data and remains in use. The right ventricular (rv) lead exhibited low amplitude r waves and remains in use. No further patient complications have been reported as a result of this event.